Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited high responsive pacing rate after a MRI scan. The physician reprogrammed the device. The patient will continue to be monitored.